Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned xience v stent delivery system (sds) found that the stent implant had blood on the struts. This suggests use in the body and confirms the reported dislodgement. The entire length of the stent implant was stretched, which is consistent with retrieval with a snare device. Due to the stent damage, the outer diameters could not be measured. Physical resistance/the inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The patient anatomy was moderately calcified, which likely contributed to the reported difficulties. It is most likely that after the resistance was met advancing in the calcified lesion, the stent implant became disrupted on the balloon. Then, as the sds was being removed, resistance was felt and the stent dislodged as it interacted with the anatomy or tip of the guiding catheter. To ensure this type of occurrence is not a result of a manufacturing related deficiency, all profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks during the manufacturing process. Additionally, all stent delivery systems are 100% inspected for proper stent placement, stent damage, and crimped stent outer diameter and a sampling of units is destructively tested prior to release to verify stent dislodgement force. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot. In this case, the reported physical resistance, difficulty removing the sds, stent dislodgment, and subsequent stent damage appear to be related to the operational context of the procedure.

Event description:
It was reported that the procedure was to treat multiple lesions in the circumflex (cx) artery with moderate calcification. Pre-dilatation was performed. A 3.0 x 15 xience stent delivery system (sds) and a 3.0 x 12 xience sds were advanced to the distal cx, but the devices could not cross the lesion. An un-specified xience was then advanced and implanted successfully. A 3.0 x 23 xience sds was advanced to the proximal cx; however, the stent became stuck with the vessel. During an attempt to remove the sds, resistance was met, and the stent dislodged in the lesion. A snare device was used to successfully remove the stent. Two additional xience stents were implanted, and the procedure was completed successfully. There were no adverse patient effects. No additional information was provided.